Event description:
(B)(4). It was reported that after a stenting treatment procedure, the patient experienced a myocardial infarction. The subject was enrolled into the te-prove study in (B)(6) 2011 and underwent cardiac catheterization. The target lesion #1 was located in the mid lad (left anterior descending artery) with 70 % stenosis and was 30 mm long with a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3 mm x 38 mm taxus element stent. Following post dilatation, residual stenosis was 0 %. A non-target lesion in the proximal lad was treated with pre-dilatation and placement of 3.5 x 16 mm non-bsc stent, with 0% residual stenosis. 1 day post index procedure and prior to discharge, the subject's troponin values were found to be elevated and the site reported a nstemi (non st elevation myocardial infarction). The subject did not experience ischemic symptoms. No other action was taken to treat this event. The subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Date of birth: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).